Event description:
The device was explanted due to migration of the stimulator housing to beneath the pinna. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the implant housing migrated from its intended position. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to migration of the stimulator housing to beneath the pinna. The user was re-implanted.